Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. A review of tracking and trending for the product and the reagent lot did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of lot 73543be00, which contains the same bulk material as lot 73543be01, stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect syphilis tp, lot number 73543be01, was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for a 22-year-old female patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result was 0.76, repeat result was 0.73 s/co. The elisa and tppa results were positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77, that has a similar product distributed in the us, list number 08d06-31/-41 , and a 510k number of k153730.

Event description:
The customer observed false nonreactive architect syphilis tp results for a 22-year-old female patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), initial result was 0.76, repeat result was 0.73 s/co. The elisa and tppa results were positive. There was no impact to patient management reported.